Event description:
On (B)(6) 2021 - per form received in pbg with additional event details. Packaging did not include implant in container. The container was empty. Procedure was completed with another implant. Tooth #31.

Manufacturer narrative:
The following sections have been updated: g7: checked "follow-up."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) packaging was returned for investigation (image 1-2). Visual inspection of the as returned product identified that the vial cap is already opened. The implant and subcomponents were not returned. The implant is not indicated to have been used in a patient. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). The customer has not provided additional images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63024023. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. All inspected packaging was noted to contain all components and subcomponents on the bill of materials. See '63024023 - qc pre-sterilization audit'. Complaint history review was performed for the reported lot number (63024023) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 63024023 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the box was empty when pulled to use it for a patient. Used another from stock to complete procedure.